Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could be confirmed. The representative performed multiple calibrations to resolve the issue. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there was an image artifact. A computer mouse was appearing when the site took fluoro. This was found during the site's weekly fluoro check. There was no patient present when this issue was identified.